Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a lateral lumbar interbody fusion of l3-l4-l5 in which rhbmp-2/acs was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. The patient developed chronic pain, radiculitis, emotional distress, and mental anguish.

Event description:
It was reported that on (B)(6) 2014, the patient underwent: anterior interbody arthrodesis, l3-4, l4-5. Application of prosthetic devices, l3-4 and l4-5. Use of local autograft and allograft substitute and bone morphogenic protein. Anterior instrumentation, l3-4, l4-5. Preoperative diagnosis: non-union with hardware failure, l3-4, l4-5. Low back pain with radiculitis. Coronal collapse, l3-4 and l4-5. Per-op notes: ¿at this point, the wound was irrigated followed by harvesting local autograft from the l4 vertebral body and placing it within the prosthetic device along with bone morphogenic protein and allograft substitute. The prosthetic device was now well placed across bilateral apophyseal rings¿.the local autograft once again was taken from the l4 and placed within the prosthetic device along with bone morphogenic protein and allograft substitute.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.